Event description:
Caller reported blood glucose results of 234 mg/dl on aviva system 1, 109 mg/dl on aviva system 2 within 10 minutes. Both systems had passed valid controls. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
(B)(6).